Event description:
Additional information was received from the patient via patient letter. Pt responded to the letter and stated they are 225 pounds when the event happened. They also responded "I could not charge the battery. After meeting with the medtronic people I still cannot charge the battery. I am without the help of the unit".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, lot# serial# (B)(4), product type programmer, patient product ID 37092, lot# serial# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient could not connect to their ins with the patient programmer. They kept getting a poor communication screen. They stated the patient programmer didn't active battery, but clarified they couldn't connect. They had charged the ins a week prior. On the call they attempted to charge the ins, but could not get any coupling bars to appear at the bottom of the recharger. The patient described a charge the ins screen. They further reported that they received a replacement patient programmer and programmer antenna, but they weren't able to connect to the implant. They were seeing the same screen and described the poor communication screen. They described a reposition antenna screen with the recharger. They thought it had been 3 days since they last charged the implant. They attempted to initiate a charging session and initially reported that charging had started and showed all the boxes at the bottom of the screen were full. The patient said the implant battery was showing as charging, but showed low. They then reported that the implant stopped charging and they described an information screen. The patient confirmed the that the recharger antenna was connected securely to the recharger.